Event description:
It was reported that t1 and t2 were stripped off at the same time when deployed t1. No patient injury reported.

Manufacturer narrative:
Complaint indicated ¿simultaneous deployment¿. This device requires manual advancement to position the anchors at the tip of the delivery needle for deliberate manual stripping off of each anchor individually. There is no deployment mechanism with this device style. The device is in used condition. The blue split cannula was returned but not protecting the needle. T1 was not returned. T2 and partial suture were returned. T2 was not attached to the suture and neither was attached to the needle. The distal tip of the needle is twisted. Needle bending or twisting can alter the proper delivery of anchors. The depth limiter was returned and is trimmed for surgeon¿s preference. It is slightly flared at the distal tip indicating difficulty with reaching desired anchor site. The manual advancement lever and actuator have been retracted. Advancement of the delivery lever and the stripping off of each anchor is user controlled action for this style device. No root cause related to the manufacture of the device can be confirmed. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.